Manufacturer narrative:
On 7-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and during the operation, the device could not advance in the outer sheath due to an impediment. An electrode was lifted. There was no occlusion when irrigating the sheath. The second catheter was used with the same sheath to complete the operation. There was no report on adverse event on patient.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and during the operation, the device could not advance in the outer sheath due to an impediment. An electrode was lifted. There was no occlusion when irrigating the sheath. The second catheter was used with the same sheath to complete the operation. There was no report on adverse event on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed a lifted electrode and foreign material attached to one of the splines of the device. Evidence of correctly assembly of the electrode was observed. A dimensional test was performed and the results were found within specifications. Due to this condition observed, a fourier transform infrared spectroscopy (ft-ir) analysis was requested and it was determined that the foreign material is mainly composed by a mixture of polyethylene (pe) and silicone compounds. However, the source of origin remains unknown. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since an electrode was found lifted, this failure could be also related to the resistance reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the electrode condition could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).